Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed a pocket erosion. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.